Event description:
Info was received from the caregiver that the unit's high pressure alarm did not sound during suctioning as specified. There was no reported pt harm. During the repair eval it was confirmed that the high pressure alarm did not sound as specified. The root cause of the alarm failure was a failed transistor on the zero board. A new zero board was installed in the unit to correct the problem.